Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
During the periodic risk review for vsp550ex product, a maude database search was performed, and a complaint was found that was not reported to tcvs. An elderly male with history of poor circulation of right lower extremity. Procedure was right iliofemoral endarterectomy with iliac stenting and right femoral to posterior tibial bypass. While they were cauterizing, the tip of the device broke off. They were able to be removed from the patient and no known harm to patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 26, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g.3. (Date received by manufacturer). G.6. (Indication that this is a follow-up report). H.2. (Follow-up due to additional information). H.6. (Identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. Without a returned device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.